Manufacturer narrative:
Common device name: dressing, wound, occlusive . Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported black spots were present in ten (10) dressings from the same lot. Photos depicting the reported complaint issue were provided by the complainant.